Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion). Additional contact: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had confirmed that the blue clip had been snapped. Than the fse had replaced the cbl assy, fo sensor extension so, that after replacement the unit had been verified , calibrated and it had passed all the functional and safety tests per factory specifications. The unit was returned to customer. There is no harm to the patient. There is an involvement of the patient during this incident.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a broken fiber optic connector. There was no patient involvement reported.

Manufacturer narrative:
.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) fiber optic blue extension clip had been physically broken when the catheter was being plugged in. The unit was swapped out to avoid patient delay in therapy. There was no patient harm reported.